Manufacturer narrative:
Service & repair evaluation: the customer reported the device had no power. The repair technician reported the device ran intermittently. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection, and returned to the customer on september 24, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional code available: gxl. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair team that a hand piece for a battery powered driver (part # 05.000.008) had no power intraoperatively. It was reported that there was no power when the device was connected to a battery. This was discovered during a surgery, however, a back-up was available to use. There was no delay to the surgery or impact to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): service history review: part no: 05.000.008, serial/lot no: (B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on 06july2015 due to motor failure. The customer called in a service request for this item on 13august2015 and reported that the device is inoperable-will not run. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable-will not run. The manufacture date of this item is 08march2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.